Event description:
After ten days of treatment for pulmonary embolism, pt was placed on ECMO. Within two hours the oxygenator began to foam and decline in performance. Oxygenator was changed out. Approximately two hours later, the second oxygenator started to fail in the same manner. The whole system was changed out. During ECMO it was discovered that the pt had heparin antibodies and heparin induced thrombocytopenia. The pt expired on ECMO.